Event description:
A malfunction alarm labeled as "malf 0" was reported. The customer's blood glucose level measured 16.3 mmol/l, which was within a safe range, indicating no adverse impact. The customer was assisted by technical support in resetting the pump and was advised that they could continue using it. They were instructed to reach out again if the malfunction recurred, and the customer confirmed their understanding.